Event description:
It was reported that the left ventricular (lv) lead was cut with electrocautery during a device change-out procedure. The lead was tested and showed high impedance and the physician could visually see the damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4076-45 lead, implanted: (B)(6) 2006. (B)(4).